Event description:
The customer reported the loss of retention of the ball attachment. Ball attachment is placed in a contraindicated position.

Manufacturer narrative:
Dentsply sirona became aware of a malfunction due to an off-label use. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.